Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system was explanted after it was found that the device would not provide pacing or defibrillation therapy. The lead was explanted after invasive troubleshooting found the lead system could not convert the patient's vt.